Event description:
Spouse of home pt reports respiking a new solution bag onto an already spiked line of the homechoice set while troubleshooting through the check supply line alarm during homechoice treatment. Baxter technician assisted home pt in ending treatment and restarting with new supplies. No pt injury or medical intervention reported by spouse of home pt or unit rn.